Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient had the device explanted maybe one year ago. The consumer reported that the patient had the device removed because it stopped working. The consumer reported that the device did work for some time, however stopped after a while. No further complications were reported.

Manufacturer narrative:
Per additional information, previously reported patient code (B)(4) is not applicable to the event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to device not working was that therapy was not giving relief. Patient weight was (B)(6) at the time of the event. No further information was provided by the patient. No further complications were reported/anticipated.